Manufacturer narrative:
Based on carryover testing performed, reagent carry over could be excluded. The main water pressure was found to be outside of specifications. Upon review of the alarm trace from (B)(6) 2023, abnormal aspiration alarms and a sample short alarm were observed on (B)(6) 2023. This is consistent with a dirty sample probe. From the provided quality control data, some control results for some assays were outside of range at times. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The calcium reagent lot number was 74416901, with an expiration date of 30-nov-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. A first tube of the sample resulted in calcium values of 2.06 mmol/l and 2.06 mmol/l. The tube was repeated on a second analyzer, resulting in a value of 2.06 mmol/l. A second tube of the sample resulted in calcium values of 2.51 mmol/l and 2.06 mmol/l. The tube was repeated on a second analyzer, resulting in a value of 2.05 mmol/l. A value of 2.06 mmol/l was reported outside of the laboratory to the physician.